Event description:
It was reported that the lead exhibited high pacing thresholds. The physician suspected microdislodgement. After several attempts, the lead could not be repositioned to get stable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.